Event description:
The reprocessed decapolar coronary sinus electrophysiology catheter functioned when connected and then failed during the critical part of the case. This created an additional 30 minutes of anesthesia/procedure time. The atrium could not be paced with the catheter. The catheter was switched; successful ablation completed.